Event description:
Nurse called stating customer had been hospitalized due to high blood glucose levels. Customer did not feel that her pump caused the event. But hospital wanted pump checked. Troubleshooting was done. Pump passed all tests and appeared to be working as designed.